Manufacturer narrative:
H3, h6: one titanium, a22 brace (serial number (B)(6) was returned for evaluation. The brace is in good condition and functional. Per the brace manufacturing form and drawing, knee width is out of specifications. Per the design engineering statement, brace is malleable and can be adjusted by user; however, knee width would not contribute to an acl injury.

Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that during "high school football practice: while running a wide receiver route at half speed, made a simple cut off left leg and knee popped and buckled. There was no player contact. I had just double checked the positioning of the brace and tightened the straps. The practice field is artificial turf. This lead to a torn acl." (Anterior cruciate ligament).